Manufacturer narrative:
The device was disposed by medical personnel. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to a visible cut in the insulation noticed during a procedure performed to replace the implanted right ventricular (rv) lead. The lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.